Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a localizer tag on (B)(6) 2021 , the tag was implanted without complications and the patient was scheduled for re-excision surgery on (B)(6) 2021. Before the surgery a seroma was detected in the area where the tag was placed, it was drained without complications and new imaging was performed to confirm the placement of the tag which was confirmed at 11 mm of the target , for which it was not necessary to use a wire to locate the area to remove. During the surgery the physician was not able to locate the tag at any point. The physician did not do a follow up imaging after the surgery and it is unknown if at this point the tag was removed or not from the patient. The tag was not rescanned after placement. The surgeon was not able to locate the tag from the skin nor during the surgery. The physician was unsure if the tag was removed or suctioned during the surgery. Physician did not do a post procedure imaging. Patient does not want any surgical intervention at this time. No other information is available.